Event description:
The pt experienced neurological symptoms of the right lower extremity; the pt had numbness, tingling, and weakness. The severity was reported to be "mild." The spinal portion of the catheter was revised/spliced on (B)(6) 2010. The pt recovered without sequela. The device system was used to deliver dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
(B)(4).